Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, handpiece and viscoelastic. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported information provided by one of her doctors that approximately one year following an intraocular lens (iol) implant procedure the patient experienced hazy vision and glare symptoms. The iol remains implanted. The doctor responded that the patient's issues have not completely resolved explained as incomplete subjective recovery. The prognosis is fair. The patient was treated with sodium chloride and glasses. Approximately 3 years postoperative posterior capsular opacification was observed and a yag procedure was performed. The consumer also provided additional details of the events that occurred over the years since the initial intraocular lens implant procedure. According to the consumer, approximately five months ((B)(6) time 2014) following the intraocular lens implant procedures, the right eye was slow to heal but she was no longer looking through fog and seeing amber lights. By the end of the following year 2015, the consumer reported that she was telling her doctors that her eyes were feeling as if she was getting cataracts again and the corner of the right eye was sore. All year, her doctors told her that the eyes were ok. She informed them that it was as if she was looking through dirty plastic wrap. She was told by the doctors that the only solution was to have a cornea transplant. In (B)(6) 2016, the consumer noticed that the morning sun shining caused a glare in the right eye. It was as if someone had a flashlight in the eye and for a few seconds the bright light blinded both eyes. As 2016 was coming to an end, her eyes were ¿still¿ seeing glare around lights, just the way they did when she had cataracts, only worse. The right eye still hurt in the corner. For months, she was told by her doctors to use hot compresses on the eye. She was told that she had dry eyes. She did recall that earlier in the year she was told to ask her doctors to perform a yag treatment on her eyes. She made an appointment in (B)(6) 2016 and was told that she had dry eyes and fuchs. A contact lens made of placenta was put on her right eye. The patch was working and the right eye was no longer hurting. It was still a little sore to touch in the corner. In (B)(6) 2017, she was told that the patch was too expensive to use they put a plain contact lens on the right eye. She was told that she needed a transplant. In (B)(6) 2017, she was allowed to start using an autologous serum. Since using the serum, the eye sight improved and the corner of the right stopped hurting. In (B)(6) 2017, a yag treatment was performed on both eyes. She continues to see the same floaters that were there before the yag treatment. End of 2017, she was no longer seeing through fog, yet, there was still glare or like she was still looking through plastic wrap only this time she could see something like fuzz or glare under the letters. She was no longer able to read any kind of print clear. She was prescribed glasses. Additional information was requested and received. There are two medical device reports associated with this patient. This report is for the left eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the consumer, who reported "I am tired of seeing a reflection of everything I look at. I am also tired of seeing blue and blue green".